Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. This is a case of in-stent restenosis. The lesion being treated was located in the average tortuous and 90% stenotic distal left circumflex artery. The physician advanced the 2.5x15mm quantum maverick balloon to the lesion and inflated it to 18 atms on the first inflation and it ruptured. There were no pt complications. The device was removed from the pt intact. The procedure was successfully completed with a 3.5x15mm quantum-maverick balloon and the deployment of a 3.5x8mm taxus stent. Pt status is reported as "good".